Event description:
Reported increase in hematoma formation at the venipuncture site during whole blood donations. Increase in the occurrence of hematomas may be due to the angle entry, speed, force and depth of insertion of the needle. Event date: 3/93.